Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system was unable to power on. Upon troubleshooting, the rse checked the system and found that no power was coming to the system. Further analysis, the rse identified that the power e-stop had been pressed from the hospital side. Releasing the e-stop confirmed that the system returned to powering on normally. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The power e-stop was pressed from the hospital side. After releasing that e-stop, the system returns to powering on normally. As the root cause was determined to be user error, and the system is functioning within specifications, philips concludes, based on these investigation results, that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.